Event description:
Open device, surgeon states it broke. Surgeon requested another medical repair device and stated that one did not work. A third device was requested and the surgeon stated it did not work. All devices had the same reference number and lot number.